Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand and customer did not experience high blood glucose during the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided instructions, confirmed that malfunction code did not recur after reset, and was advised to continue using pump and call back if malfunction appeared again.